Event description:
It was reported that this implantable pacemaker was found to be depleting faster than expected. The patient had been seen about a year ago and the longevity remaining was about seven years. At the most recent follow-up, however, the longevity remaining decreased to about three years. Normal outputs and no atrial fibrillation (af) was also noted. Technical services (ts) confirmed that there has been a gradual increase in power consumption and recommended device replacement. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service. The device has not been returned for analysis. The allegations were confirmed by data analysis. It was reported additionally, that this device was subsequently explanted. A new device different model was successfully implanted. No additional adverse patient effects were reported. The product has been received and analysis is pending. This report to be updated with pertinent information upon completion of product analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed and an increased rate of power consumption was confirmed. A high current drain was detected, but the battery still supported full device function. Analysis confirmed this device appeared to be exhibiting behavior consistent with a high current condition associated with the pacemaker's low voltage capacitors. This high current condition depleted the device's battery faster than normal.

Event description:
It was reported that this implantable pacemaker was found to be depleting faster than expected. The patient had been seen about a year ago and the longevity remaining was about seven years. At the most recent follow-up, however, the longevity remaining decreased to about three years. Normal outputs and no atrial fibrillation (af) was also noted. Technical services (ts) confirmed that there has been a gradual increase in power consumption and recommended device replacement. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service. The device has not been returned for analysis. The allegations were confirmed by data analysis. It was reported additionally, that this device was subsequently explanted. A new device different model was successfully implanted. No additional adverse patient effects were reported. The product has been received and analysis is pending. This report to be updated with pertinent information upon completion of product analysis.

Event description:
It was reported that this implantable pacemaker was found to be depleting faster than expected. The patient had been seen about a year ago and the longevity remaining was about seven years. At the most recent follow-up, however, the longevity remaining decreased to about three years. Normal outputs and no atrial fibrillation (af) was also noted. Technical services (ts) confirmed that there has been a gradual increase in power consumption and recommended device replacement. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service.